Manufacturer narrative:
The device was not returned to the manufacturer. No further investigation could be performed. No device performance issues were reported by the user, and the system functioned as intended.

Event description:
The patient was treated for t1a cancer using the cryoballoon on (B)(6) 2016. There was no additional use of c2 device after (B)(6) 2016. A stricture was observed on (B)(6) 2016. During this routine endoscopy, the physician inadvertently created a slight tear in the stricture with his endoscope. No intervention was required. The patient was dilated on (B)(6) 2016. The patient reported slight dysphagia on (B)(6), but his biopsy is negative for cancer.